Event description:
Customer reported being hospitalized with ketoacidosis. Prior to hospitalization customer had high blood glucose for three days. Troubleshooting was performed. The insulin did not exit during the fixed prime test.

Manufacturer narrative:
A complete analysis and testing of the pump showed that, it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.